Event description:
It was reported that level 1 tubing was broken. There was patient involvement and there was no patient harm/adverse event reported.

Manufacturer narrative:
Device analysis: twenty-seven (27) samples were received for evaluation from two different lot numbers with their original packaging. Three of the samples were received in used condition. Per visual inspection, three (3) samples were damaged. The rest of the samples were undamaged or showed defects. The remains of solvent was observed in the separation of the components therefore, it can be determined that the part was correctly assembled according to the manufacturing procedure. The damage detected cannot be attributed to the manufacturing process because no force or stress is applied to the components during assembly. The sample shows signs of manipulation; therefore, it cannot be confirmed that the failure mode reported in the complaint was generated during the manufacturing process. Root cause: it was confirmed that the ¿tubing issue¿ reported in the complaint was caused because the union was stressed/manipulated and that caused it to be broken. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.